Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports that after insertion in the patient, the user was unable to aspirate blood using a syringe. A new syringe was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned a used blue tip arrow raulerson syringe (ars). The ars was visually examined and there were no obvious defects. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the functional inspection. A laboratory introducer needle was attached to the returned syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. A device history record was performed on the ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the set describes a suggested insertion procedure. It contains the precaution that to minimize the risk of blood leakage from the syringe cap, do not reinfuse blood with the guide wire in place. It warns that aspiration with spring-wire guide in place will cause introduction of air into syringe. The report that the ars/introducer needle leaked in use could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. No problem was found on the returned sample.

Event description:
The customer reports that after insertion in the patient, the user was unable to aspirate blood using a syringe. A new syringe was used to successfully complete the procedure.